Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities. Review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for reported inability to remove the lock line. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove the lock line. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The lock line was unable to be removed when the second mitraclip was ready for deployment. The leaflet grasp was released and the undeployed mitraclip was removed from the anatomy. The procedure continued with successful implantation of another mitraclip reducing mr to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.